Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question on 27aug2018, and determined that the flat field was acceptable, there were no errors in the event log at the time of processing, and based upon the test well images for the abo reverse typing component of the test, the blood sample appears slightly icteric. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2018, it was determined that a report from (B)(6) 2018 was deemed to be reportable. Details of that report follow here. On (B)(6) 2018, a customer site reported an abo mistype when tested on a galileo neo instrument, when tested on 01aug2018.